Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: notes pain as severe by patient; able to ambulate on 5-15 mins with no assistive devices. Moderate pain, on gabapentin. Notes very dissatisfied with outcomes with knee and pain. Office notes confirms reported fall onto right knee in march. States has burning sensation over lateral knee, mostly at night, pain rates at 6, swelling of bilateral feet and right calf pain and pain when compressed, worse with activity, states feels like gives out with prolonged walking or standing. Minimal swelling noted during exam, rom 5to110, incision healed no redness, or bruising or drainage. It was reported patient fell; however the cause of fall is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00587806532 nexgen complete knee solution, trabecular metal standard primary patella lot# 64227884. MDR: 3005751028 - 2021 - 00006.

Event description:
It was reported the patient underwent a right tka. Subsequently, approximately one year, five months later it was noted the patient is dissatisfied with the outcome of the knee. As well as experiencing moderate to severe pain. Pain medications were prescribed and noted as tolerated.